Event description:
It was reported that the pulse oximetry monitoring device displayed intermittent low-confidence oxygen saturation readings, indicated by a question mark, with an extremely flat plethysmographic waveform and a low perfusion index of 0.3 while monitoring from an earlobe sensor. Troubleshooting included connecting an alternate monitoring module without changing the sensor type or placement, which resulted in a more prominent plethysmographic waveform and substantially reduced occurrence of low-confidence indications. A finger sensor was later applied, and both monitoring systems were able to acquire signals after the patient's position changed and perfusion improved. The patient's condition subsequently improved, with increased perfusion and acceptable signal acquisition observed on both monitoring systems. No adverse patient outcome was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.